Event description:
Additional information was received indicating the right ventricular (rv) was explanted. The rv lead was not replaced. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.

Event description:
The patient presented in clinic after experiencing discomfort. An increased threshold was noted on the right ventricular (rv) lead. X-ray imaging was performed and revealed a cardiac perforation due to the rv lead. Surgical intervention was performed and the rv lead was cut to eliminate the coil. A rv lead explant is anticipated. The patient was stable following the procedure.